Manufacturer narrative:
Serial number - previous serial number was incorrect, (B)(4) is the correct serial number. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reported indicated that the surgeon implanted a micl13.2,-16.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, elevated (intraocular pressure) iop, narrowing of the angle and shallowing of anterior chamber depth (acd). The lens was exchanged for a shorter lens and the problem was resolved. Patient post-op bcva is 20/40.